Event description:
The manufacturer received information alleging a black particle coming out of device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third party's service center. The device was visually inspected and there was evidence of black particles in the blower box. The device was scrapped.

Event description:
The manufacturer received information alleging a black particle been coming out of device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.